Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"(B)(6) off on annual leave at time of investigation. (B)(4) emailed her (B)(6) to ask for a call back on her return. At this stage the only details we have are that part of the seal was missing in the sleeve. Hospital ref (B)(4)." Additional information received 8 june, 2016: "was a component of the seal missing or did the component dislodge during the procedure? - piece missing from inside & cross rubber section what part of the seal was missing?- piece missing from inside & cross rubber section was the missing component noticed prior to usage? - pneumo was not lost, the broken seal was only spotted during irrigation at the end of the procedure if it was observed during usage, what instrument was inserted at the time of the incident? - atraumatic grasper, and the usual instruments involved for a lap chole case how was the trocar damaged? - broken seal was the loss of pneumo/air rapid or gradual? - pneumo was not lost, the broken seal was only spotted during irrigation at the end of the procedure when did you experience the loss of pneumo? Was an instrument inserted at the time leakage was observed? - atraumatic grasper, and the usual instruments involved for a lap chole case" patient status: unknown.

Manufacturer narrative:
Additional information was requested regarding this incident and provided by the applied medical sales representative. Investigation summary: two 12x100 kii sleeve z-thread units were returned for evaluation along with some fragments. Upon inspection of unit 1, engineering noted no visible damage to the exterior of the device. Engineering disassembled the seal and noted that the septum was found to be torn and missing a portion. The fragments returned along with the event units do not match the missing portion of the septum and do not resemble rubber fragments. Upon inspection of unit 2, engineering found that there were no signs of damage to the duckbill, septum, or shield and determined the device met all current manufacturing specifications. All seals are thoroughly inspected and tested for leakage during the manufacturing process. The damage to the septum in unit 1 appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.